Event description:
Reporter stated that patient received the following results on aviva system compared to a professional meter within 10 minutes: 102 mg/dl (aviva system ) and 54 mg/dl (professional meter) no actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).